Event description:
It was reported the oxygen mask tubing was occluded at the connection point. The issue was realized "just seconds" after initial use. No pt complications were reported as a result of this event.

Manufacturer narrative:
Additional information was received on (B)(6) 2015. Returned product was received at the manufacturing site. A quality investigation was performed. A used sample was returned and visually examined. All parts are properly connected. Sample was tested to verify minimum aerosol output at the lower flow rate (6 l/min) and met 1.5 ml minimum aerosol output requirement. The returned sample failed to meet specifications. An occlusion test was performed on the returned sample. Pressure drop through the oxygen tube and mask connector did not meet the criteria of less than 80 cm h20. On (B)(6) 2015, during manufacturing and inspection on product 102-e it was found that one piece failed occlusion test at the connection of the tube with the mask connector. The failure is similar to a failure confirmed on the product return 102-e for a previous complaint. A non-conformity for a separate complaint created on (B)(6) 2015 is in the initial assessment stage, therefore this complaint will remain open as completion of the investigation and related corrective/preventative action's non-conformity of the previous complaint. After review of the returned product a discrepancy (occlusion) was found. This warrants further action. Previous investigation is applicable to this complaint issue and will be leveraged. This previous investigation is open. Therefore, this compliant will remain open until completion of the previous investigation. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. No further info was available at the time of the report. Additional pt/event details have been requested. Should additional info become available, a follow-up report will be submitted.